Event description:
Bracco CT power injector did not deliver programmed amount of contrast media required for CT of patient. Resulted in repeat scan of patient. Injector was programmed for 80ml isovue and delivered 2ml before it stopped.